Event description:
It was reported that the chisels are rusty. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that inspection of the two chisels included in this complaint reveals that the visible traces on the surface are not only composed of rust but also include organic residues. We suspect that these deposits are due to residues left behind after the cleaning and sterilization process. In regard to rust formation, it can be generally stated that all materials, even so-called rust-free steel, is only rustproof to a certain extent. The material remains rustproof only as long as it is always dried immediately and stored in a dry place. No product defect was detected.